Manufacturer narrative:
Correction: b3, h10 plant investigation, h6 conclusion code plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. In addition, the user guide was reviewed and states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error in accordance to the complaint description. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient has had many issues while draining on the cycler for the past 3 days. The patient followed up with their peritoneal dialysis registered nurse (pdrn) and stated their nurse recommended asking for a replacement. Upon follow up, the pdrn reported the patient had recent peritonitis and was treated with ip antibiotics and heparin per clinic protocol. The pdrn stated the patient comes to the clinic frequently and has no issues draining manually. The pdrn stated the patient begins to have slow flow with alarms during drain 3 of treatment. Technical support suggested to evaluate for positional pd catheter as the patient does not have a problem when lying down. Pdrn was not aware the patient had not done this. Technical support also suggested to assess for constipation and consider internal fibrin plug. The pdrn was receptive of all discussed and will continue to follow up with the patient. Per the pdrn, the patient completed treatment with no adverse events.

Event description:
It was reported that a peritoneal dialysis (pd) patient has had many issues while draining on the cycler for the past 3 days. The patient followed up with their peritoneal dialysis registered nurse (pdrn) and stated their nurse recommended asking for a replacement. Upon follow up, the pdrn reported the patient had recent peritonitis and was treated with ip antibiotics and heparin per clinic protocol. The pdrn stated the patient comes to the clinic frequently and has no issues draining manually. The pdrn stated the patient begins to have slow flow with alarms during drain 3 of treatment. Technical support suggested to evaluate for positional pd catheter as the patient does not have a problem when lying down. Pdrn was not aware the patient had not done this. Technical support also suggested to assess for constipation and consider internal fibrin plug. The pdrn was receptive of all discussed and will continue to follow up with the patient. Per the pdrn, the patient completed treatment with no adverse events.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. Based on the reported information, the patient¿s peritonitis can be reasonably attributed to a breach in aseptic technique during the pd exchange, as reported by the patient¿s nurse. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient has had many issues while draining on the cycler for the past 3 days. The patient followed up with their peritoneal dialysis registered nurse (pdrn) and stated their nurse recommended asking for a replacement. Upon follow up, the pdrn reported the patient had recent peritonitis and was treated with ip antibiotics and heparin per clinic protocol. The pdrn stated the patient comes to the clinic frequently and has no issues draining manually. The pdrn stated the patient begins to have slow flow with alarms during drain 3 of treatment. Technical support suggested to evaluate for positional pd catheter as the patient does not have a problem when lying down. Pdrn was not aware the patient had not done this. Technical support also suggested to assess for constipation and consider internal fibrin plug. The pdrn was receptive of all discussed and will continue to follow up with the patient. Per the pdrn, the patient completed treatment with no adverse events.